Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer has an infection at the infusion site. Maybe allergic reaction to cannula. Diagnosed with staph infection, bladder infection and irregular heartbeat. Customer was hospitalized for five days and treated with IV fluids, insulin and antibiotics. The current blood glucose reading is 79 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.